Manufacturer narrative:
(B)(4). Additional information pt identifier, age/date of birth, weight, outcomes attributed to adverse events, date of event, describe event or problem, relevant tests/lab date, other relevant history, event problem codes. The peritonitis was manifested by ¿minor abdominal pain¿ and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (2 grams, every 5 to 7 days, route not reported) and one day later, the patient began treatment with ciprofloxacin (500 milligrams, twice a day, route not reported). Twelve days after starting the treatment with vancomycin, the treatment was discontinued. Three days later, treatment with ciprofloxacin was discontinued. One week after onset, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unknown date, "as a precaution&#55316;he patient was taken into hospital for tests for peritonitis. Treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.